Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report # (B)(4). Received: filter, catheter connector, alligator clip, catheter, filter and connector were connected. Connector lid was closed with and alligator clip attached. Catheter connector visual inspection: no abnormalities found. Catheter visual inspection: no abnormalities found. Functional test: catheter tensile strength test: test conducted using received connector and received catheter. Company specifications: above 11n, test results: 13n, the received sample did meet company specifications. Others: connection check: received catheter was able to be inserted into the received connector without resistance and up to the marking point. The connector lid was able to close securely. The alligator clip was able to attach securely without any looseness. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility ((B)(4)). Epidural catheter detached from the connector after the operation. No other detail is available.